Manufacturer narrative:
Section a2: mean age 83.0 ± 2.9 section a3a: 21 female and 3 male patients information unknown/not provided. Per EU regulation 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section b3: date of event: exact dates not provided. Article acceptance date is july 24, 2023. The study was conducted for surgeries performed between february 2014 and february 2021. Section d6b - explant date: not applicable, the shunts remain implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Citation: välimäki, j.; intraoperative customized reduction in baerveldt implant plate size in elderly patients with glaucoma and short eyes; august 9, 2023; clinical ophthalmology 2023:17 2287¿2293 all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on a literature review: article: intraoperative customized reduction in baerveldt implant plate size in elderly patients with glaucoma and short eyes a retrospective study was done to determine the clinical outcome of intraoperative baerveldt implant plate size reduction in elderly patients (=80 years) with short axial length (<22 mm). A total of 24 presented with baerveldt 250 mm2 implantations performed using customized implant plate size reduction surgery (off-label) were retrospectively reviewed. The baerveldt implant plate was cut with straight dissecting scissors considering the distance between the muscles (off-label). Complications included intraoperative suprachoroidal hemorrhage (sch) which led to decreased vision in one patient; and postoperative hyphema in two patients. Other jnj products were mentioned but no complaints were reported against them. A copy of the article is attached to this report.